Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Likely subtle arterial injury at the time of surgery, which presented on (B)(6) 2015, causing limb ischemia. Required multiple surgeries, eventually requiring trans-humeral amputation on (B)(6) 2015. This event report was received through clinical data collection activities. Surgeon believes event is likely unrelated to the device.